Event description:
It was reported by mother that patient sought medical attention due to skin irritation after wearing a pod. Despite good faith attempts to obtain additional details of the medical event, no further information was obtained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.